Manufacturer narrative:
Reporter first / last name = the hospital would not provide. H3 other text : the device was evaluated by the customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the paddle electrode reported an error when customer wanted to use it. There was no patient involvement. The device was evaluated by the customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer confirmed that the electrode paddle has a bad contact, customer cleaned the interface and restarted the device, device was found to work properly. Based on the information available and the testing conducted, the cause of the reported problem was bad contact of the electrode paddle. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.